Event description:
It was reported that patient underwent a procedure utilizing a mallory/head modular femoral rasp handle in 2009. During the procedure, a piece of the rasp handle became unthreaded from the bolt after one minute of reaming. An inter-operative radiograph confirmed that all pieces of metal were retrieved and the procedure was completed without further incident.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of the returned device found evidence that assembly method did not provide adequate fixation of the components.